Manufacturer narrative:
Depuy 14-30. This is legal related complaint. On date (B)(6) 2007, patient was subjected to a surgical intervention to place a left hip prothesis at (B)(6) hospital. The prothesis implanted was a depuy pinnacle secot acetabular cup sz mm 52. The clinical documents are missed by the hospital. Only a generic report of the intervention is available. At the end of the year 2010, the patient started to feel pain and difficulty in walking. Following a total body scintigraphy dated (B)(6) 2013 it was noted a hyperaccumulation of osteotropic tracer. Blood values revealed high level of cobalt(10 times superior than usual). On date (B)(6) 2014, the patient was subjected to a revision surgery at the hospital (B)(6): the cup was mobilized. The surgeon, after the removal of the mobilized implants (cup, insert, head) placed a cup multihole depuy 62 fixed with 6 screws. Following the revision surgery the blood values revealed values of cobalt lower (4.4) the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). This is legal related complaint. On date (B)(6) 2007, mr (B)(6) was subjected to a surgical intervention to place a left hip prothesis at (B)(6) hospital. The prothesis implanted was a depuy pinnacle secot acetabular cup sz mm 52. The clinical documents are missed by the hospital. Only a generic report of the intervention is available. At the end of the year 2010, the patient started to feel pain and difficulty in walking. Following a total body scintigraphy dated (B)(6) 2013 it was noted a hyperaccumulation of osteotropic tracer. Blood values revealed high level of cobalt (10 times superior than usual). On date (B)(6) 2014, the patient was subjected to a revision surgery at the hospital (B)(6): the cup was mobilized. The surgeon, after the removal of the mobilized implants (cup, insert, head) placed a cup multihole depuy (B)(4) fixed with 6 screws. Following the revision surgery the blood values revealed values of cobalt lower (4.4)